Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was mostly black with colored lines that blocked the graphics and text. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate pump along with manual injections for insulin therapy.